Manufacturer narrative:
Submit date: 3/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports that they had an issue with the 18g magellan safety needle while drawing up augmentin, she noticed a micro rubber particle in the syringe prior to administering the fluid. This fluid was not administered. They believe it came from the needle while piercing the rubber on the vial. The augmentin was drawn with the needle reported, item code (B)(4).

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. A review of the machines on its current condition was conducted by the quality engineer and there were no issues. There were two (2) samples (unopened) from the lot in question returned with this complaint. The actual sample was not returned. A visual inspection of the samples was performed by the quality technician to ensure no grinding defect were present. The samples show the grind is acceptable. The heel is rolled in from the blast and the blast covers the required area between the junction and heel of the cannula. Also, a physical test was done on both samples following coring test for finished needle rev 1, on both samples. No coring of vial stopper was noted after inspection of assembly and vial. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The most likely root cause of the customer condition could be user technique introducing the needle into the vial. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Since no defect was confirmed and no defect currently occurring at the machine involved, corrective and preventive actions could not be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.